Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up in clinic, noise was observed on the atrial channel. The noise was not reproducible. Programming changes were made and the patient was stable throughout.